Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 21 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt returned for a follow-up approx 1 month ago. At the time of the follow-up, the aneurysm sac was 10.2 cm in diameter, and vessel morphology was not reported. A type iii endoleak (fabric tear) was noted, although the cause is unk. The physician elected to implant two stent grafts from another MFR, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Eval: results: (endoleak).